Event description:
On 09/03/1999, the facility's or materials manager informed the MFR's sales rep of the following: the product introducer kit was opened and used on the pt. When the device was called for by the physician, the nurse realized that there was no device in the intended package, but the package did contain the huber needle. A new device had to be opened and the device was used to complete the procedure. No further details were provided at this time.